Manufacturer narrative:
Reason for the blank of field: this device has been installed in only one place in the united states, thus the subject device can be identified.

Event description:
Maintenance workers removed the nozzle cover in gantry room 1 to investigate the nozzle on (B)(6) night. The workers put the cover back on the nozzle. During patient's treatment in the next morning, nozzle cover dropped suddenly. The therapist stopped the gantry rotation and there was no injury to the patient. As a result of the investigation, it was found that the event was caused by installing the cover to incorrect position when they attached the cover. The other maintenance workers reinstalled the cover in the correct position and checked with the gantry rotation. In addition, the site manager conducted the refresh training for maintenance workers for preventing recurrence.